Manufacturer narrative:
Patient identifier: multiple patient. Implant date is unknown. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed.   This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will   be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in finland as follows: this report is being filed after the review of the following journal article: järvela, t., kannus, p., and järvinen, m. (2001), anterior cruciate ligament reconstruction in patients with or without accompanying injuries: a re-examination of subjects 5 to 9 years after reconstruction, arthroscopy: the journal of arthroscopic and related surgery, vol 17 (8), pages 818-825 (finland). The aim of this study is to compare the clinical and radiologic results of bptb reconstruction using a mini-arthrotomy technique in patients with an isolated tear of the acl with those of patients with an acl rupture and accompanying injuries, 5 to 9 years after the procedure. Between january 1989 to december 1991, a total of 72 patients underwent an acl reconstruction. There were 34 patients (25 male and 9 female) with a mean age of 29 years (sd 9; range, 15 to 49 years) in the group with an isolated acl tear (group a), and 38 patients (23 male and 15 female) with a mean age of 34 years (sd 12; range, 15 to 61 years) in the group with an acl tear with accompanying injuries (group b). Surgery was performed using a 6.5-mm ao cancellous screws. The mean follow-up time was about 7 years in both groups (range, 6.0 to 8.8 years in group a; 5.5 to 8.5 years in group b). The following complications were reported as follows: 1 patient died. 4 patients (2 from both groups) considered their knees abnormal. 23 patients had only little pain, swelling, or giving way in the reconstructed knee. 5 patients (2 from group a, and 3 from group b) had so many symptoms in their knee that it was deemed abnormal. 10 patients (5 from each group) were evaluated as abnormal in the final evaluation with the ikdc rating system. 1 patient in group b had an abnormal result in the single-leg hop test. 27 patients had mild degenerative changes at re-examination. 5 patients had moderate degenerative changes at re-examination. 25 patients had mild crepitation of the patellofemoral joint. 37 patients had mild anterior knee pain. 3 patients had moderate anterior knee pain. 13 patients (3 in group a; 10 in group b) underwent knee manipulations and arthroscopic removal of adhesions. 1 patient in group b had removal of screws due to infection. 1 patient who had lcl rupture was evaluated to be in abnormal category due to pain and swelling. 8 patients (7 in group b; 1 in group a) underwent arthroscopic partial meniscectomy. This report is for an unknown synthes cancellous screws. A copy of the literature article is being submitted with this medwatch. Additional information received from author via email stating "the article you mentioned was published 18 years ago, and no depuy synthes devices were used with these patients." This report is for 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: corrected data: g4: awareness date reported on follow up 1 report as (B)(6) 2019 but should have been (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Author of the article notified that the article mentioned here was published 18 years ago, and no depuy synthes devices were used with these patients.